Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump. Reportedly, the pump charged successfully with other cables. There was no reported adverse impact to the customer's blood glucose level.